Event description:
The suspect meter exhibited poor precision test results. The following results were reported. Inratio 7.5, 2.4(retest). A new lot of strips was sent to the customer. The following results were reported. Old lot - 1.4, new lot - 1.2. The customer shall confer with the director of nursing and call back.